Event description:
It was reported that the pump battery was not charging. This issue had persisted for two weeks and eventually necessitated a hospital visit due to high blood glucose levels. Technical support advised to allow the pump to charge fully and use it normally to assess the battery depletion rate. Caller declined follow up to confirm if issue resolved. No additional information was provided.